Event description:
It was reported that at implant, the device was consistently measuring small r waves despite good paper measurement and good analyzer measurements. The device was abandoned and a new device implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found; however grommet damage was noted.